Manufacturer narrative:
The patient samples were received for investigation. The investigation tested the patient samples for elecsys toxo igm using the reported reagent lot number. The investigation was able to confirm the customer¿s reactive/borderline toxo igm results for patient samples (B)(6). The investigation was able to confirm the customer¿s borderline toxo igm results for patient sample (B)(6). The investigation obtained non-reactive toxo igm results for patient samples (B)(6). The investigation was not able to confirm the customer¿s reactive/borderline toxo igm results. The patient samples were tested for the presence of interference. The investigation determined that patient sample (B)(6) was likely a false borderline reactive elecsys toxo igm result due to an unknown interference. The investigation determined the elecsys toxo igm results of patient samples (B)(6) were correct and were likely due to persistent toxo igm present in the sample. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas 8000 e 801 is (B)(6) . The patient samples were requested for investigation. The investigation reviewed the calibration data. The results were within specifications. The investigation reviewed the qc data. The results were within specifications. However, the exact days of measurement were unknown. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igm (toxo igm) results from 27 patient samples tested on the cobas 8000 e 801. The reporter stated that they observed an increased number of low-positive results. They then compared the results with another unknown methodology. The reporter was able to provide 14 patient samples with discrepant results. Please refer to the attachment (B)(4) for these results.